Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling, purulent nasal discharge, sinus infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma on the left side of their face that has a strong nasojugal fold and the lateral side of the face. More product was injected into the left side. Approximately 5 months after initial injection, the patient noticed "swelling" on the left side of their face and a "small collection of fluid under their left eye." Patient had an ultrasound and a tumour was discredited. "Swelling" had lasted 2 weeks which also coincided with a "purulent nasal discharge from their left nostril" that lasted 3 weeks. Patient could have underlying "sinus infection" and was prescribed "amoxil." About 2 weeks later, the patient phoned in and noted that the "swelling" had not gone down. Patient was reviewed by their local medical officer and based on the ultrasound, stated that it was a "granuloma that needed to be removed surgically." "Swelling" has spread to a few "lumps' on the right side just below their eyes where the product was placed. Symptoms are still ongoing.